Event description:
It was reported during the implant procedure that after repositioning the lead several times, the helix appeared to be out without the physician touching the connector pin. The lead was removed and replaced with another lead. No patient complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, but blood noted on helix; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported during the implant procedure that after repositioning the lead several times, the helix appeared to be out without the physicians touching the connector pin. The lead was removed and replaced with another lead. No patient complications were reported.